Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is the defective temperature sensor. During functional testing, the platform displayed ua 41 error message on the user control panel upon power up. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages. After replacement of the temperature sensor, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.